Manufacturer narrative:
Manufacturing site evaluation: samples received: no samples available. There are no previous complaints of this code batch. Some (B)(6) of this code batch were manufactured and distributed, there are no units in stock. Without any closed and/or defective sample we cannot carry out an analysis in order to take a decision. Bending strength results before releasing the product fulfilled the specifications of the product. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Needle bent at the attachment area.